Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fell into the right ventricle the day after implant. The physician attempted to reposition the lead multiple times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.